Manufacturer narrative:
(B)(4). Batch # unk. Date of event is may, 2019. Event day was not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing knob broke. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Corrected data: event description: it was reported that during a hemicolectomy procedure, the firing knob broke. Patient consequence was not reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a75j. Device evaluation summary: the analysis results found that the ntlc55 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the firing knob broken off of the device? Yes. If so, was it retrieved from the patient? Yes. Will the firing knob be returned with the device? Yes. Were there any patient consequences? No.